Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: alleged complaint: bulb on catheter did not deflate. Additional information has been requested.